Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced recurrence, chronic pain, adherence and other unspecified adverse outcomes. After the original procedure additional surgeries were performed, including mesh removal.

Manufacturer narrative:
Additional information received shows that this event is a duplicate of another product event reported under 9615742-2019-02449. This file will be closed and all further updates processed under a separate file for this event. If information is provided in the future, a supplemental report will be issued.